Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the ventilators touchscreen calibration was failing. There was no patient involvement. The customer troubleshot with technical support and attempted to calibrate the touchscreen but was unable to perform it successfully. The customer was advised to replace the touchscreen.